Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that his blood glucose elevated from 49 mg/dl to 490 mg/dl. The customer treated his low readings with orange juice. The customer treated his high readings with manual injection and the pump. The customer also had symptoms such as thirst and irritability. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp and displacement tests. The customer stated that the tests passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.